Event description:
Patient was conscious sedated and local anesthesia was used in the groins. Procedure started at 1405 hrs. A 9f sheath and a 6f were inserted in the left femoral vein. A quad pole catheter was advanced in the 6f sheath to the coronary sinus (cs). Then an intracardiac echo (ice) catheter was inserted in the 9f sheath advanced to mid right atrium. An 8.5 sheath was inserted in the right femoral vein. Fossa ovalis was visualized by ice and a 98 cm transseptal needle was advanced to the left atrium (la) at 1415 hrs. La pressure was obtained and confirmed a safe transseptal puncture with no effusion. The 8.5 sheath was exchanged to a 12f sheath, using the j wire provided with the 8.5 sheath. Then cryoballoon catheter was prepped and advanced in the la over the mapping catheter. Then mapping catheter was inserted in the lspv. Lspv was occluded, confirmed by contrast injection, then ablated twice, with a mean temperature of -55c. Balloon catheter was retracted in sheath and mapping catheter was inserted in the lipv. Balloon was then inflated occluding the lipv; ablation was continued with 2 applications with mean temperatures of -44c. All ablations were 240 seconds each. The quad pole catheter was moved from the cs to the superior vena cava (svc) and phrenic nerve (pn) stimuli were obtained. Subsequently the balloon catheter was moved to the right superior pulmonary vein (rspv) and occlusion was attempted. After contrast injection, contrast outflow from rspv was noted in the inferior portion of the vein and during ablation. The doctor performed a pull down technique while temperatures were mid -30's. Two applications were made in the rspv with temperatures reaching -40c and for both applications a pull-down technique was performed. Patient didn't demonstrate any discomfort to the constant pn stimuli. The right inferior pulmonary vein (ripv) was accessed by the mapping catheter and balloon occlusion was attempted. During contrast injection, contrast outflow from ripv was also noted in the inferior portion of the vein and during ablation. The doctor performed a pull down technique with temperatures reaching -38c. A loss of pulmonary vein potentials (pvp) was noted on all previous veins and the ripv still had some signals after 2 applications of 240 seconds each. The doctor decided to perform a big loop technique. Ablation continued and temperatures reached -40c. Within seconds before the ablation terminated, the doctor noticed heart shadow not moving much. The doctor asked to stop ablation and verified under ice some effusion, a stat echo was called and a 5f arterial sheath was inserted in the right femoral groin. Pn pacing was terminated and patient o2 saturation started to fall, even with ambu bag ventilation, patient o2 sats were not stable. Doctor start to performing a pericardiocentesis and a code blue was called at 1520 hrs. CPR was started at 1523 hrs. According to nurses in the room; the pericardiocentesis was draining approximately 3 liters of fluid-blood. Time of death was called at 1618. The doctor stated that cause of death was myocardial perforation. This report is for device 1 of 3.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.